Event description:
It was reported that this patient with end stage renal disease (ESRD) on continuous cyclic peritoneal dialysis "[CC(PD)]" utilizing a Liberty Select Cycler for renal replacement therapy (RRT) expired on (b)(6) 2026. The patient was reportedly undergoing CCPD therapy and suffered a suspected cardiac arrest. Follow-up with the patient¿s PD registered nurse (PDRN) confirmed the patient suffered a cardiac arrest at home during CCPD therapy and expired as a result. The patient¿s daughter came to visit the patient and discovered she had expired while sleeping on (b)(6) 2026. It was reportedly apparent the patient had expired several hours before being found; therefore, no resuscitative measures were undertaken. The PDRN stated the primary cause of death was cardiac arrest due to her significant cardiac history (not provided). Additionally, a review of the patient¿s treatment record did not reveal any alarms or concerns with the Liberty Select Cycler. The PDRN stated the serious adverse events were unrelated to any Fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY. CLINICAL REVIEW: A TEMPORAL RELATIONSHIP EXISTS BETWEEN CCPD THERAPY UTILIZING A LIBERTY SELECT CYCLER AND THE SERIOUS ADVERSE EVENTS OF CARDIAC ARREST AND DEATH, AS THE PATIENT WAS ACTIVELY UNDERGOING CCPD THERAPY WHEN THE CARDIAC ARREST OCCURRED. THE PDRN REPORTED THE PATIENTS¿ CAUSE OF DEATH WAS CARDIAC ARREST, SECONDARY TO HER SIGNIFICANT CARDIAC COMORBID CONDITIONS. THE ESRD POPULATION CONTINUES TO HAVE SIGNIFICANTLY HIGHER MORTALITY, AND FEWER EXPECTED YEARS OF LIFE WHEN COMPARED TO THE GENERAL POPULATION. CARDIOVASCULAR DISEASE (INCLUDING SUDDEN CARDIAC DEATH) ACCOUNTS FOR THE MOST DEATHS AMONG THE ESRD POPULATION. ADDITIONALLY, ADULTS WITH ESRD HAVE MORTALITY RATES UP TO 30-FOLD HIGHER THAN THE GENERAL POPULATION. PER THE PDRN, THE SERIOUS ADVERSE EVENTS WERE UNRELATED TO ANY FRESENIUS DEVICE(S) AND/OR PRODUCT(S) MALFUNCTION OR DEFICIENCY. BASED ON THE INFORMATION AVAILABLE, THE LIBERTY SELECT CYCLER CAN BE DISASSOCIATED FROM THE SERIOUS ADVERSE EVENTS. THERE IS NO ALLEGATION OR OBJECTIVE EVIDENCE INDICATING A FRESENIUS DEVICE(S) AND/OR PRODUCT(S) CAUSED OR CONTRIBUTED TO THE SERIOUS ADVERSE EVENTS. FURTHERMORE, THERE WAS NO REPORT A FRESENIUS PRODUCT(S) AND/OR DEVICE(S) FAILED TO MEET THE USERS¿ EXPECTATIONS AND/OR THE MANUFACTURERS¿ SPECIFICATIONS.

Event description:
IT WAS REPORTED THAT THIS PATIENT WITH END STAGE RENAL DISEASE (ESRD) ON CONTINUOUS CYCLIC PERITONEAL DIALYSIS "[CC(PD)]" UTILIZING A LIBERTY SELECT CYCLER FOR RENAL REPLACEMENT THERAPY (RRT) EXPIRED ON (B)(6) 2026. THE PATIENT WAS REPORTEDLY UNDERGOING CCPD THERAPY AND SUFFERED A SUSPECTED CARDIAC ARREST. FOLLOW-UP WITH THE PATIENT¿S PD REGISTERED NURSE (PDRN) CONFIRMED THE PATIENT SUFFERED A CARDIAC ARREST AT HOME DURING CCPD THERAPY AND EXPIRED AS A RESULT. THE PATIENT¿S DAUGHTER CAME TO VISIT THE PATIENT AND DISCOVERED SHE HAD EXPIRED WHILE SLEEPING ON (B)(6) 2026. IT WAS REPORTEDLY APPARENT THE PATIENT HAD EXPIRED SEVERAL HOURS BEFORE BEING FOUND; THEREFORE, NO RESUSCITATIVE MEASURES WERE UNDERTAKEN. THE PDRN STATED THE PRIMARY CAUSE OF DEATH WAS CARDIAC ARREST DUE TO HER SIGNIFICANT CARDIAC HISTORY (NOT PROVIDED). ADDITIONALLY, A REVIEW OF THE PATIENT¿S TREATMENT RECORD DID NOT REVEAL ANY ALARMS OR CONCERNS WITH THE LIBERTY SELECT CYCLER. THE PDRN STATED THE SERIOUS ADVERSE EVENTS WERE UNRELATED TO ANY FRESENIUS DEVICE(S) AND/OR PRODUCT(S) DEFICIENCY OR MALFUNCTION.

Manufacturer narrative:
Additional information provided in D9 and H3. Plant Investigation: A visual inspection of the returned Cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the Pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (As-Received with reduced Dwell) simulated treatment was performed and completed. Valve Actuation Test Passed. System Air Leak Test Passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the Mushroom Heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a Device History Record (DHR) review was performed and verified that the results of the in-progress and final Quality Control (QC) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.